Manufacturer narrative:
The manufacturer initially received an information alleging visualization of some black particles are blowing out from the device and the device made noise during the operation. During the evaluation of the device, there was no visible foam particles present. Initial complaint was not confirmed. The device was scrapped after the evaluation was completed. No death, serious harm or injury was reported. Analysis of past events do not indicate an adverse event has occurred due to the reported allegation or would be likely to occur, if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of some black particles are blowing out from the device and the device made noise during the operation. There was no report of patient harm or injury. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA (B)(4), in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.